Manufacturer narrative:
Results - the review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment for an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unknown date, the patient developed an abdominal abscess. An abdominal drain was implanted to treat the abscess. On 10/17/2013, an additional procedure was performed to explant the gore services. It was reported the gore services became infected due to the close proximity of the abdominal drain placement during the treatment of the abdominal abscess. The patient tolerated the procedure.